Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 23 reports, regarding 23 devices, for this device family and failure mode. During this same time frame 54,065 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004. Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c6386 spectrum ii suture hook, disposable, medium crescent was being used on (B)(6) 2025 during a shoulder arthroscopy and the ¿piece of disposable medium crescent hook broke off into the patient¿. Per further assessment it was found that the "entire medium crescent 'hook' portion broke off of the shaft into the patients shoulder." The fragment was retrieved. The procedure was completed with a ¿reusable conmed spectrum hook¿. There was a 30 minute delay. There was no impact or injury for the patient and the patient was reported as ¿good condition¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c6386 spectrum ii suture hook, disposable, medium crescent was being used on (B)(6) 2025 during a shoulder arthroscopy and the ¿piece of disposable medium crescent hook broke off into the patient¿. Per further assessment it was found that the "entire medium crescent 'hook' portion broke off of the shaft into the patients shoulder." The fragment was retrieved. The procedure was completed with a ¿reusable conmed spectrum hook¿. There was a 30 minute delay. There was no impact or injury for the patient and the patient was reported as ¿good condition¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.